Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus safety closed IV catheter system there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: the batch record for lot# 6085116 was reviewed, no related abnormalities were found during the manufacturing process. A sample and photograph were received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, the clamp was not completely clamped on the tubing of the device, leading to the leakage observed at the time of use. The device was subjected to testing for pinch clamp effectiveness, and our engineers were able to apply and completely seal off the fluid in the tubing. Investigation conclusion: the most likely root cause for this issue is not related to the manufacturing process, but rather the angle or force of application to the pinch clamp at the time of use. Correction: the initial MDR incorrectly reported the medical device manufacturer and manufacturing location (B)(4). This supplemental MDR correctly reports these fields as (B)(4).

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with leakage. There was no report of injury or further medical intervention.